Event description:
Caller reported an error with the continuous glucose monitor, specifically referred to as cgm error 42. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump and guided the caller through the reset process. After the reset, the error did not reappear. The customer was advised to wait 20 minutes before starting their sensor session and acknowledged this guidance.